Event description:
It was reported the patient experienced an epidural hematoma and the inability to move his legs following his permanent implant procedure. As a result, the scs lead was explanted (ipg was left implanted). As of (B)(6) 2015, the patient's leg mobility had improved and the patient was "doing good".

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.